Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: 'there was blood leakage from the tubing."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary. Bd had not received samples or photographs for investigation. Therefore, 100 retention samples from the bd inventory were subjected to a visual examination and 30 samples were subjected to functional testing for cut tubing and leakage and, both indicated failure modes of cut tubing and leakage were observed. Therefore, the reported failure mode of leakages and damaged tubing can be confirmed based on the retain sample testing results. The device history record was reviewed with no issues being identified, and there were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failures with the retain sample and customer sample testing results. Bd has initiated further root cause investigation relating to the issue of damaged tubing and leakage through corrective and preventive actions. CAPA 4688284 has been created in relation to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: 'there was blood leakage from the tubing.".